Manufacturer narrative:
The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the coin battery and the issue was resolved.

Event description:
It was reported that the ht70 plus ventilator had a coin battery error. There was no patient involvement.